Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. When replacing the filter of unknown brand, the ventilator passed the internal leakage test and was put back into service with no issues. No ventilator logs were provided. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The reported high continuous pressure was caused by a clogged filter on the expiratory side. H3 other text : 4117.

Event description:
A user facility medwatch report # (B)(4) was received which stated: "while the ventilator was in use, it began alarming ¿high continuous pressure¿ and did not deliver breaths to the patient. Per rcp (respiratory care practitioner), the ventilator sounded like the internal compressor was potentially malfunctioning. The patient had to be hand ventilated. Our biomed team inspected the device and found loud pressure on the internal leakage test, believed to be a clogged filter." Manufacturer's ref #: (B)(4).